Event description:
Suspected dislodging of angioseal after heart catheterization. Pt taken for right femoral exploration. Angioseal was seated well. Only a small part of it was with in the artery and the rest of the collagen was outside the artery. There was a raised plaque at the site of the puncture.